Event description:
It was reported that during an in-clinic visit, a gradual increase in pacing lead impedance was noted. The out of range impedance measurement limit was adjusted. The patient was asymptomatic and will continue to be monitored.